Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels above 600 mg/dl. The bg level was addressed with manual injections. During troubleshooting with tandem's technical support, the customer noticed air gaps in the tubing. The contact reported that the tubing was possibly not completely filled during the load process. The contact filled tubing and successfully resumed insulin delivery for the customer.